Event description:
It was reported that when the patient presented to the clinic, the device was found to exhibit far r wave oversensing. Device reprogramming was made. No patient condition was reported.